Manufacturer narrative:
Manufacturing site : asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4) single reporter exemption #e2015018. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that matches the manufacturer report number. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient demographics could not be obtained, however. The catheter was returned to manufacturer with a guidewire inserted through the catheter. Observation of catheter revealed that the tip polymer end of the catheter had been heavily twisted to counterclockwise direction and badly deformed, however it was thought that there was no breakage of the polymer material. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other incident information was reported for this lot products. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. There were no anomalies found in the final release records for the lot involved in this reported event and no indication of product deficiency. Based on the provided information and the investigation outcomes of the returned device, it is inferred that the tip of the catheter might meet some resistance with the target lesion and/or the guidewire in the vessel and got trapped, where rotational manipulation was continuously given to the catheter so that the trap became aggravated, and single removal of the catheter was hindered. IFU describes as contraindications; do not use in advanced calcified lesions as warning; - if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. In the worst case, life threatening adverse events may occur.) - do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if the 10 turns limit has not been reached. Identify the cause of resistance under fluoroscopy, and take an appropriate action. Never continue the operation without identifying the cause. (Continuing rotation may damage or break the catheter or damage the blood vessels.) And, as possible malfunction and adverse events; torsion, removal difficulty, trap with guidewire the guidewire used with this microcatheter is thought to be asahi ptca guidewire with high possibility, MDR report will be separately submitted under 3003775027-2016-00204.

Event description:
Reportedly, to treat a heavily calcified lesion at mid rca, the procedure was initiated with other company's microcatheter, of which tip broken off. Physician then used the subject microcatheter, and drilled and spun the catheter. The tip of the catheter got stuck and it fused on the guidewire. Snare was used to remove them from the artery.